Event description:
A patient reported experiencing inaccurate erratic results with a one touch ultra meter. The patient's blood glucose results were 17.9mmol/l (322 mg/dl), 9.7mmol/l (175mg/dl). Tests were done within 20 minutes with a difference of 52%. Patient did not experience any adverse events. No further information has been reported. Note-customer's meter was set to mmol/l's.